Event description:
Report #1 of 2 received of a tubing set that leaked at the filter while connected to a pt. A homecare pt receiving a continuous infusion of milrinone at 9ml/hr, reportedly gained 6lbs overnight as a result of a leak occurring around the filter. The exact location of the leak on the filter was unk. The incident occurred during the weekend, but the exact date was unk by the reporter. The caregiver notified the facility which equips homecare pts with IV supplies of the incident 2 days later. The reporter stated that the cargiver discovered the leak at an unspecified time during the weekend and changed the complete set-up, with a new bag of medication and tubing set. The infusion was resumed without further incidence. According to the reporter, a homecare nurse notified the physician, but it was unk whether any changes were made in the pt's treatment. There were no reports of adverse pt sequelae. Although requested, no additional info was available.